Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred. The customers blood glucose (bg) level was impacted above 200 mg/dl. The customer reverted to backup pump to stabilize bg level. Troubleshooting with tandem technical support was performed. The customer was able to load a new cartridge successfully.